Manufacturer narrative:
This report is to follow up with medwatch # (B)(4). Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  During the manufacturing process, all kii advanced fixation trocars are thoroughly inspected and leak tested for functionality and performance prior to packaging. This document represents our final report.

Event description:
"Doctor was attempting to remove trocar and it broke inside the patient." Problem: device failed (e.g. Broke, couldn't get it to work or stopped working.)"

Manufacturer narrative:
This report is to follow up with medwatch# (B)(4) with model ctb71 lot# 1204625. Correction - hospital staff nurse had confirmed that model csf02 was used in this incident. No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.